Manufacturer narrative:
Patient code e2402 is being used to capture the surgical intervention. Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the whole lead was returned. The helix was retracted and there was dried blood/tissue within the helix housing. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 21 cm from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with cyclic fatigue damage. Analysis concluded that the clinical observations of fail to capture and high pace impedance were likely caused by the confirmed fracture.

Event description:
It was reported that this right atrial (ra) lead was explanted and replaced due to pacing impedance greater than 2,000 ohms. There was also loss of capture without asystole. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right atrial (ra) lead was explanted and replaced due to pacing impedance greater than 2,000 ohms. There was also loss of capture without asystole. No additional adverse patient effects were reported.